Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient fell in the bathtub about a week prior to the date of this report. Prior to fall, program 4 was ¿not working," but now programs 2, 3 and 4 were ¿not working." It was stated the patient ¿must have broken the wires¿ on 2, 3, and 4. Stimulation was set at 8.5v and the patient did not feel anything. It was stated the ¿only one¿ that was working under 5v provided stimulation near the scrotum area that was a little uncomfortable; therefore, it was decreased to 4.8v. The patient¿s therapy was not working and they were starting to go to the bathroom every hour. It was stated that it did not control the bladder too well and they still had to get up every two hours to go to be the bathroom. Even when all four programs were working, there were times when stimulation was set at 6 or 7v and there was no stimulation. In regards to the device controlling bladder spasms, it was stated that at times it had ¿not done anything.¿ it was noted the patient had an x-ray a few days prior as well. The results were not provided. The patient ¿imagined they must have damaged the stimulator.¿ it was also stated the stimulation was ¿not working.¿ it was added that the patient was currently taking enablex and finasteride. A little more than three weeks later, it was stated that following the fall was when they broke ¿3 lead wires, programs 2 and 3.¿ the fall was indicated to have occurred on (B)(6) 2014. The timeline of the event was unclear. The patient was on program 1 with stimulation set at 5v. The patient could not ¿really¿ feel it at 4.7v and when increased to 5v, they could feel it, but it bothered them at night and they had to turn it down. It was again noted that programs 2 and 4 were ¿dead.¿ it was stated the patient had told the doctor that they had ¿broken them¿ the last time they were there and the doctor reportedly indicated they would probably have to have them removed. The patient had not been able to get ahold of their doctor since. It was indicated the patient wanted to know if they had done any damage to the implantable neurostimulator (ins) as well. Additional falls after the fall in the bathtub were also noted. It was added the patient wanted to have the ins moved because it was at the belt line. The patient was also taking myrbetriq. It was later stated the patient had fallen in (B)(6) 2014 as well. This was the time that program 4 stopped working. The patient had issues increased program 1 about 5.0v since before the falls. Increasing above 5.0v caused pain in the scrotum and prostate area. If stimulation was at 5.0v at night, it caused burning pain. This had been occurring since before the fall. It again stated the device was ¿not working¿ and the patient was afraid the lead had moved or broke. An x-ray and CT scan done in (B)(6) 2014 and the ins could be seen, but they could not see if the ¿leads¿ were broken. A few days later it was noted the representative was working with the doctor¿s office to set up an appointment to evaluate the patient. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
It was later reported the patient was evaluated by their doctor and it was determined that the impedances were off and the battery was depleted. It was noted the patient had a full revision completed on (B)(4)-2014.

Event description:
Additional information from the consumer reported that the lead/ electrode broke after the fall. The implant was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v931557, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).